Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Device has been explanted. This relates to the left side.